Event description:
At 2345, assessed that acyclovir IV bag was empty and ns (normal saline) 500cc IV bag was almost empty. Ns 500cc IV bolus was started at 2240 and was placed as a secondary infusion and was to be run over 45 minutes. Acyclovir was placed as a primary to run over 8 hours and start infusing when ns 500cc IV finished. Patient sleeping denied any discomfort; vital signs stable. Physician paged and ordered ns 500cc IV over 2 hours. Ns 500cc IV over 2 hours infused. No patient harm.